Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv2153 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the clinician noted external fracture on line at 43cm and upon removal of line there was also an internal fracture at 34cm. PICC on long term IV antibiotics, PICC inerted in right basilic vein. Line removed and patient does not require further IV access